Event description:
Iabp [intra aortic balloon pump] started alarming "high baseline subcode 1" and "possible helium loss 2 subcode 1." Attempted troubleshooting and repositioned the iabp but unable to restart the pump. Iabp was in standby for approximately 10 minutes. Console was switched then started working appropriately. Manufacturer response for intra aortic balloon pump, teleflex ac3 optimus (per site reporter). Teleflex fse was on-site to assess iabp. Performed functional testing and could not find any helium leaks internal or external. During check found fiber optic system showing eo status code and replaced the fos board. Reperformed functional testing and unit is performing to factory standards. Manufacturer response for intra aortic balloon, fiberoptix ultra 8 lab sc: 8fr 40cc (per site reporter). Disposable sent back to manufacturer for further evaluation.